Event description:
It was reported that a second filter retrieval attempt was made to capture and retrieve a vena cava filter; guided fluoroscopy demonstrated a detached filter limb prior to filter retrieval. The detached limb remains embedded in the ivc wall. No attempt was made to retrieve the detached limb. There was no reported patient injury.

Manufacturer narrative:
A medwatch report #3902560000-2015-8001 was received on (B)(6) 2015. A manufacturing review could not be conducted as the investigation lot number is unknown. The filter was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment and an unsuccessful retrieval attempt. Per the reported event details, an unsuccessful attempt to retrieve the filter was performed. It is possible that the leg became detached during the first retrieval attempt. However, based on the available information the definitive root cause is unknown. The patient gender and the device lot # were requested; however, the facility did not provide this information.